Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient asked why they have to charge the ins everyday because pt was told the battery would last 2. 5 days. Patient stated this issue started 60 days ago. Patient service specialist (ps) reviewed charging frequency is based on settings and usage. Ps asked if patient had fall or trauma and patient said they fell and it felt like someone used a taser on them, patient stated they saw hcp and rep. Patient stated when they go to charge the ins, the ins is either at 0% or 30% and have to charge every day. Patient stated they saw rep in june for programming, and pt used to have multiple setting and now have one program on each group. Patient stated was very frustrated and wanted hcp to remove the device, but pt has been working with rep and that is helping. On (B)(6) 2023. The rep reported they were not aware of the patient experiencing any shocking. The rep gave the patient new hd programming, and reviewed with the patient how to put the device in MRI mode, and that was the purpose of their meeting. If the rep had been made aware of the shocking, they would have reported it.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were told a full charge would give them 2 days of operation, which is not true. They are needing to charge everyday. The settings changed help for a short time, now they are trying to find a setting that helps them. The device was supposed to help with their back, shocks their legs more than area needed. The issue is not resolved.